Event description:
It was initially reported that the device was explanted after an implant duration of approximately 6.3 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral stenosis. It was also learned that the patient expired 2-days post-operation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was used during a laparoscopic nephrectomy procedure. The surgeon stated when attempting to transect across the kidney, either the anvil or the reload broke and was stuck on the tissue. The device was forcefully removed from the tissue. A piece of the broken cartridge was removed from the abdomen. The device cut and stapled enough and did not cause an issue, plus it was on the specimen side being removed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.